Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not ventilating while on a patient. The patient was transferred to another ventilator and there was no patient harm. A covidien field service engineer (fse) inspected the device and they found that the short self-test (sst) was overridden due to no oxygen source during sst. The fse found low exhaled volumes and circuit disconnects in the patient logs. They were unable to duplicate the reported problem. The fse performed self-testing on the device and all tests passed.